Manufacturer narrative:
Continuation of d10: product ID 10fcc13 (lot: unknown); product type: 0629-flexcath sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the catheter was rotated the catheter inverted and knotted. The issue could not be resolved by operating the control knob or other maneuvers. The catheter was retracted, however, it could not be fully retracted into the sheath. Force was applied to retract the sheath, and the catheter fractured. The sheath was then withdrawn with a small portion of the knot exposed. The case was completed with pulsed field ablation. The puncture site was noted to be injured as bleeding occurred. Hemostasis was achieved with manual compression. No further patient complications have been reported as a result of this event.